Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. The initial reporter declined to provide additional patient information. Manufacturer reference #: (B)(4).

Event description:
It was reported by a healthcare professional that the anchor broke on a silent nite 3d device. Additional information received reported that the patient did not suffer any pain, harm, injury or adverse outcome. On (B)(6) 2025, she felt the anchor broke off and left a "little crater" on the device where the post was. The patient stopped using the device the same day.

Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description: a potential root cause could be due to excessive bruxism, which could have caused the anchor to break off. Manufacturer reference #: (B)(4).